Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was programmed unipolar pace. Upon investigation, the lead in bipolar pace exhibited high impedance and no capture at max output. The physician elected to not replace the lead and leave programmed unipolar pace. The patient was stable.

Event description:
Additional information noted the right ventricular lead exhibited high pacing threshold. The device remained programmed unipolar, and the lead remained in use.